Manufacturer narrative:
Analysis confirmed that the lower part of the display had missing lines, the liquid crystal display (lcd) was defective. The upper case was broken/damaged. The device has reached end of service life and the customer has been advised to scrap the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported external pulse generator (epg), displayed an error code and would not turn on. The epg was returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.